Event description:
Harmonic device continued to read 'error' when trying to use during procedure, however, the device did not read 'error' when attempted to use outside of the patient. New device obtained. FDA safety report ID # (B)(4).